Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of his daughter (the pt) alleging that the pump's basal rate changed on its own and the device was not recording data properly. During a health care professional (hcp) visit on (B)(6) 2011, the reporter claimed that the pump's basal rates were noticed as being almost doubled from what they should have been. The reporter claimed that the pump's tdd was 22 units but had been 40 units. The basal rates were reportedly changed back to the correct amount at the hcp office. The reporter also claimed that no boluses were recorded in the tdd or bolus history for (B)(6) 2011. The pt and the reporter insisted that boluses were administered that day. No temp basals were observed in the tdd. Also, a review of the tdd history revealed that the pump's date was changed to 2010 on (B)(6) 2011. The tdd history showed low battery alarms and battery changes on (B)(6) 2010. Based on the info provided, this complaint is being reported due to the allegation that the pump's basal rate changed on its own and the device was not recording data correctly. There is no evidence; however, that the alleged issues contributed to a serious injury. The reporter did not allege any harm or injury because of the alleged issue.